Manufacturer narrative:
(B)(4). Batch # r5715d. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition a cartridge pan was found lodged inside the channel. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information received: psee60a (lot r93r32) was fired successfully with 3 x cartridges, with peristrips added. On the 4th firing, there was bleeding on staple line and surgeon believed it had cut but not stapled. After this, changed gun to pcee60a (lot r9229z). 1st firing no peristrips. 2nd firing with peristrips. Both successful. However, on third load, the cartridge would not fit in gun. Changed to third gun and completed case fine. Have since discussed the use of peristrips and tissue thickness. Have suggested they could maybe consider going up a reload (i.e. If normally use gold with no peristrips, consider green to accommodate strip).

Event description:
It was reported that during a lobectomy procedure, as the surgeon went to fire across lung tissue, the device began to staple and cut but stopped half way and locked out. Surgeon was able to retract stapler and knife blade, then decided to open a different gun, second psee60a. The same thing happened. Theatre have advised me peri strips were also being used at the time.